Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the packaging, the product tip was cut off. Upon investigation, it was found that the product was caught in the seam, preventing the sealing of the catheter and cutting the tip of the catheter off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, the product tip was cut off. Upon investigation, it was found that the product was caught in the seam, preventing the sealing of the catheter and cutting the tip of the catheter off.

Manufacturer narrative:
Received 1 unopened magic3 intermittent silicone catheter in the original unit packaging. The complaint was confirmed as manufacturing related. Per the visual inspection, the end seal of the package was open. The catheter tip had been cut off in the end seal. It appeared that the catheter had not been placed inside the cavity of the package properly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the packaging, the product tip was cut off. Upon investigation, it was found that the product was caught in the seam, preventing the sealing of the catheter and cutting the tip of the catheter off.